Manufacturer narrative:
This report is number 2 of 2 mdrs filed for the same patient (reference 0001825034-2017-02703). No device or photos were received; therefore the condition of the component is unknown and the reported event was not confirmed. . A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review could not be performed as product identification is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Date implanted - it is indicated that the devices were originally implanted in 1996. Concomitant devices - unknown bio-modular humeral stem catalog #: ni lot #: ni.

Event description:
It is reported that the patient underwent shoulder arthroplasty revision approximately twenty years post-operatively due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.